Event description:
It was reported that a patient using the ilet experienced hyperglycemia after eating more than usual and under-announcing or not announcing meals, with the device delivering insulin faster than expected and a peak glucose of 260 mg/dl for approximately eight hours; the agent guided the patient through changing the cartridge, connector, and tubing. Symptoms included nausea. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with the ilet correcting glucose and the patient¿s glucose decreasing to 190 mg/dl. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction confirmed and no identifiable root cause given meal under-announcement and increased intake. It was concluded that the event involved hyperglycemia with cause unclear and that the device operated as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.